Event description:
A report was received that during the patient's revision to add a new lead to the existing ipg, it was discovered that the new implanted lead had high impedances on various contacts on all four ports. The patient underwent a revision procedure wherein the ipg was replaced after several attempts using the same pocket site. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The complaint in regard to the high impedances was not verified. The impedance measurement showed all contacts exhibited common values. The device passed functional test and revealed normal device characteristics.

Event description:
A report was received that during the patient's revision to add a new lead to the existing ipg, it was discovered that the new implanted lead had high impedances on various contacts on all four ports. The patient underwent a revision procedure wherein the ipg was replaced after several attempts using the same pocket site. The patient was doing well postoperatively.